Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. The customer was assisted with troubleshooting and was advised to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Event description:
Updated summary: the device was retuned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged frozen screen on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No frozen screen during testing noted. The pump passed the displacement test, active current measurement and self test. The pump was monitored and no unexpected powering off or frozen display noted. The pump failed the sleep current measurement test. Successfully downloaded history files and traces using thump software. Pump error 63 was found in history file on (B)(6) 2022 12:10:09.000, (file number: 2017 line number: 147). Failed batt test (58) was confirmed in history file on (B)(6) 2022 12:10:12.000. Pump error (53) was confirmed in history file on (b)(60 2022 13:25:31.000, (file number: 620 line number: 4761). Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. ¿the following were noted during visual inspection: cracked keypad overlay, retainer knit line damage, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged frozen screen not confirmed. Pump error 63, failed battery test, and pump error 53 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.